Event description:
Soon after the bss bottle was replaced by a new one, the irrigation stopped. Clamping was not compromised according to the user and there were no air bubbles observed. According to the surgeon, the anterior chamber was rather unstable before the event occurred.

Manufacturer narrative:
It has been determined that the product involved in this incident is not registered or marketed in the USA, and the incident therefore does not meet the criteria for reporting to FDA. With regards to this event no device was returned for investigation. Since no product was returned, no physical investigation could be performed to confirm the reported failure or to determine its cause. Device history record review revealed no deviations and a database search showed that no similar complaints have been reported on this specific lot previously. The irrigation problem may have been related to the irrigation tubing or the infusion line that is directly connected to the cannula. Also, incorrect positioning of the tap on the three-way valve could compromise flow and cause unstable eye pressure. Unfortunately, without the tubing present, a cause for the fluctuating pressure could not be determined conclusively. The risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates.

Manufacturer narrative:
An investigation into the incident is on-going. (B)(4).

Event description:
Soon after the bss bottle was replaced by a new one, the irrigation stopped. Clamping was not compromised according to the user and there were no air bubbles. Observed according to the surgeon, the anterior chamber was rather unstable before the event occurred.